Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4)checked the subject device and found that the reported event was duplicated due to the failure of the ccd unit. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before the use, it was found that the endoscopic image of the subject device was not displayed on the monitor. The user facility replaced the subject device to another device, the endoscopic image was displayed. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the information from oekg, omsc concluded that the reported phenomenon (no image) was attributed to the failure of the ccd unit, which was caused by aging degradation due to the use of the subject device beyond its durable period. If additional information is received, this report will be supplemented.